Event description:
The pt's weight was obtained from the field.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific received info that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate therapy due to t-wave oversensing. A memory download was sent to boston scientific technical services (ts) for additional review. A ts consultant discussed that there was a change in morphology when compared to the template when the pt was in sinus tachycardia at 150 bpm. The change in morphology caused the oversensing and the delivery of an inappropriate shock. The ts consultant discussed additional troubleshooting that could be performed to help optimize the sensing vector for this pt and prevent this type of oversensing. No adverse pt effects were reported. The s-ICD remains implanted and in service. The sensing vector was also reprogrammed to primary on the device.